Event description:
It was reported that the patient was hospitalized due to myocarditis, and the implantable cardioverter defibrillator exhibited high left ventricular capture threshold. Upon interrogation, a battery performance alert (bpa) was received by the clinician and awaiting explant. Further information was requested, but not yet available.

Event description:
New information on (B)(6) 2018 stated that the device was explanted and replaced successfully on (B)(6) 2018. The patient was stable throughout the whole procedure.

Manufacturer narrative:
The reported field event of a battery performance alert (bpa) was confirmed via review of device image. The alert was due to a transient drop in the battery voltage that is consistent with battery depletion associated with lithium clusters. However, since the monthly battery voltage trend and the overall expected longevity of the device was normal, premature battery depletion could not be confirmed.